Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A hemodialysis (hd) user facility reported that a "minor" dialyzer blood leak occurred approximately two hours into treatment. The blood leak was reported to be internal; blood was visually observed in the dialysate compartment of the dialyzer. However, the machine did not alarm. Following the incident, there were no visual or audible machine alarms. It was also reported that the bloodline clamp did not close. A blood test strip was used and it tested negative. No dialyzer damage was visible. The patient's blood was not returned; estimated blood loss (ebl) was approximately 100ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The machine was not pulled from the floor to undergo testing and is still in service. The machine was reported to be functioning properly. The complaint device was not available for a manufacturer evaluation as it was discarded by the user facility.